Event description:
It was reported by dealer that the (B)(4) concentrator had no alarms. Dealer advised issue is the on off switch.

Manufacturer narrative:
Follow up will be filed if additional information is received.